Event description:
It was reported that the procedure was to treat a distal left anterior descending artery. A 2.0 x 12 mm mini trek rx balloon catheter was advanced to the lesion; however, it would not inflate. There was no leak noted and there was no resistance advancing the catheter. Another 2.0 x 12 mm mini trek was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents inflation issue reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.